Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon stated that when the max button was depressed and released the device would still activate. The surgeon also experienced inadvertent activation at other times in the procedure when the buttons were not depressed. No reported patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional, in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the reportedly the max button was depressed and released the device would still activate. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.